Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation, and the customer's allegation of a faulty lamp was confirmed due to a defective power unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a lamp is not relighted due to a faulty power unit, and a few seconds later, the light is switched to an emergency light. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the visera elite xenon light source lamp does not start up, again. There is possibly a defective igniter, as the light source switches to emergency lighting after a few seconds without attempting to light the lamp. The issue was found during maintenance of the device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.